Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency. Article: antonio l. Bartorelli, md, facc, fesc; daniela trabattoni, md, facc, fesc; alexandra almonacid, md; , franco fabbiocchi, md; piero montorsi, md; stefano galli, md; luca grancini, md; paolo ravagnani, md; gary s. Mintz, md; aaron v. Kaplan, md, facc; jeffrey j. Popma, md; akiko maehara, md; (doi: 10.1002/ccd.25629): serial intravascular ultrasound analysis of complex bifurcation coronary lesions treated with the tryton bifurcation stent in conjunction with an everolimus-eluting stent. The reported patient effects of dissection, myocardial infarction, and restenosis, as listed in the xience v everolimus eluting coronary stent system instructions for use, are known patient effects that may be associated with the used of the device.

Event description:
It was reported through a research article identifying xience v/xience prime that may be related to serious injury (restenosis, dissection, post-pci non-st elevated myocardial infarction, elevated enzymes). Specific patient information is documented as unknown. Details are listed in the attached article, titled "serial intravascular ultrasound analysis of complex bifurcation coronary lesions treated with the tryton bifurcation stent in conjunction with an everolimus-eluting stent".